Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis/occlusion are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the (B)(6) study on (B)(6) 2018. At index procedure ((B)(6)2018), the patient presented with a de-novo occlusion of the segment involving the ostial sfa to proximal third of the sfa in the right leg. One 5.0 x 60mm biomimics stent was implanted. On (B)(6) 2020 an event restenosis of the treated segment (target leison) was identified . This event was described as "possibly related" to the device and "not related" to the procedure. Percutaneous intervention took place on the (B)(6) 2020 and involved bare metal stent, drug coated balloon / drug eluting balloon and thrombectomy. The outcome of the event is that it has resolved and patient has recovered. The device remains implanted.